Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 09 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee revision due to failed medial unicompartmental knee arthroplasty of unknown knee replacement system, synovitis, and pain. The surgeon reported loosening of the femoral component as well as progression to sever arthrosis of the patellofemoral joint. The patella was resected. The surgeon reported osteolysis at the femoral condyle. He noted the tibial component was removed without difficulty. All components were revised with the attune knee system. Competitor cement was implanted in the procedure and there were no complications reported. On (B)(6) 2019, the patient underwent a left knee revision due to loosening, limited activity, and pain. The surgeon indicated de-bonding of the tibial component from the cement mantle, so was revised. He offered no concerns with the femoral component, though it was revised. The surgeon reported a mal-aligned, which was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017, dor: (B)(6) 2019 (lt knee).